Event description:
Meter would not power on. The pt reported going to the hosp for a blood glucose test. Result obtained at the ER was not specified. The pt did not experience any symptoms of high or low blood glucose levels during the time of concern and did not take any actions following the attempted use of the meter that would affect pt's blood glucose levels. No treatment was received at the hosp. The pt neither alleged harm nor experienced injury or medical intervention. The customer care rep verified that the correct test strips were being used, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Issue was not resolved through troubleshooting. The meter was replaced.